Manufacturer narrative:
Inspection indicates a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured, and in whole, is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to no longer remain upright as the recline actuator was no longer secured. No injury was reported to have occurred as a result of this event. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected and the recline actuator and suspect bracket met acceptable performance margins and replacement components were approved for distribution. The service provider was supplied approved parts with the repair of the device being completed and returned to the end-user. Note: to assess the full impact of this failure mode, CAPA (B)(4) has been opened to further investigate, correct and monitor effectiveness. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report stating the end-user was in process of repositioning the device seating in order to clear the entry way of their van. Reports claim as they initiated the recline function, the backrest gave way causing the end-user to fall back into a prone position. No injuries were reported to have been sustained as a result.